Event description:
The customer reported that the system displayed a communications error message and the x-ray switch was stuck. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was replaced, found to be operating as intended, and released to the customer for use.